Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1888tc competitor implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) had a power on reset (por). It was noted that the patient was undergoingradiation therapy. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.